Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): finding noted defib conductor distorted.

Event description:
During the implant procedure attempt the proximal end of svc coil appeared to have been damaged when removal from the sheath was attempted. The lead was not implanted. No patient complications have been reported as a result of this event.